Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable based upon additional information received; therefore, this event is currently deemed a nonreportable event.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved r2p destination slender guiding sheath was used for an iliac artery. When the guiding sheath was inserted into the artery, there was a calcification on the puncture site and the dilator of the guiding sheath was kinked. The guiding sheath was not used and replaced with another guiding sheath to continue the procedure. The procedure was successfully completed with the second device. There was no health damage to the patient. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required.